Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained v oversensing episodes were observed. Atrial undersensing was causing a delivery of atrial pacing but the pace occurred as soon as the ventricle depolarized causing the r-wave to fall into blanking and be undersensed. P-wave measurement was also low. No patient symptoms were reported. Programming changes were made and no more episodes have been seen since.